Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an unspecified malfunction occurred. The sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2023. Prior to the insertion of sensor the skin prep was utilized and an over patch was applied. In the evening on (B)(6) 2023, the spouse came home from work and found the patient lying unconscious on the floor. She was unable to determine how long he had been unconscious or if there had been an issue with the cgm sensor or receiver prior to the hypoglycemic event. The receiver display screen was cracked and she couldn t read it. She called emergency medical services (ems) and then administered ¿rescue spray¿ which is presumed to refer to baqsimi nasal glucagon, to raise his bg level. Paramedics arrived between 7:30 pm and 8:00 pm, and determined his bg level was low (unspecified value). His condition began to stabilize when his bg level reached 60 mg/dl. He was transported to the hospital for evaluation and treatment. At some point during transport or after reaching the hospital she indicated the sensor was removed or had come off his body and could not be located, because she did not find it at home. In a follow up phone call with the patient on (B)(6) 2023, the patient¿s recollection of event details was poor. He remembered regaining consciousness in the hospital. Although he remembered a sensor coming off his body, it could not be determined which sensor he remembered. At the time of the report, the patient was in stable condition. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.